Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choking on tiny bristles [choking] can't get bristles out of mouth [foreign body] brush heads fell apart during use [device breakage] brush heads fell apart during use and choking on tiny bristles [injury associated with device] case description: a female consumer reported that while her (B)(6) daughter used an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown fell apart within seconds of being in her mouth, and stated this occurred with nearly every brush head in the pack. She reported choking on tiny bristles she could not get out of her mouth. The case outcome was unknown. The reporter stated her daughter currently had two unspecified electric tooth brushes. No further information was provided.